Event description:
Information received by medtronic indicated that the insulin pump had motor error alarms. The customer stated that insulin pump had squirt out insulin instead of slow drip, insulin pump was going through batteries quicker, battery cap was worn down, insulin pump had crack on casing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.